Event description:
Customer reports that a patient presented for x-rays and the radiologist noted the presence of a retained needle. The patient previously underwent prostate surgery in 2002, at which time the surgeon left a ur-6 needle in the patient's tissue. An attempt by the surgeon to remove the needle during surgery was not successful.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.